Event description:
Kleppinger number one would not plug in the unit all the way because there was a gap at the end of the plug in portion. Kleppinger number two was bent at the end so it could not be used.